Event description:
It was reported that the patient¿s implantable neurostimulator (ins) suddenly turned off ¿without pattern¿ and had been doing this for at least one year. The physician programmer indicated the ins battery was ok. Longevity calculations showed the expected longevity to be around 4.5 years. It was noted that the device had been implanted for 6 years. Pain at the right breast was reported. The patient status was alive with no injury. Additional information reported that the patient noted that there were many days that the stimulator was off when she woke up. It was also indicated that both the physician and patient programmers showed the ins battery was ok. The patient reported that this was the first stimulator that she had this issue with. The patient was receiving effective therapy. No surgery was planned because the battery status was ok.

Manufacturer narrative:
(B)(4).